Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital/pt and was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "it appeared that the tibial baseplate had subsided medially so the surgeon revised."